Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and no image was traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head experienced an image disappearance. The event occurred during inspection prior to use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "the image disappears" and "no image" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.